Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that the patient presented to the emergency room with a heart rate in the 20 to 30 beat per minute range. Upon interrogation loss of ventricular capture was observed. It was noted that the right ventricular lead threshold measurement was at 2.7 volts, however the output was programmed at 2.0 volts, thus the output was increased and auto capture was programmed on. The patient was asymptomatic due to the loss of capture, thus he was asked to follow up with his physician. Eight days later the patient underwent a surgical intervention where the rv lead was electively surgically abandoned and the device was explanted for reported normal battery depletion. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.